Manufacturer narrative:
(B)(4). Date sent 11/4/2024. D4 batch #c9ed88. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the handle shrouds partially opened, and the tyvek was returned along with the instrument. The handle shrouds were removed and were found to be damaged. Upon visual inspection of the tyvek, it was observed that it was damaged (hole); the damage was noted to be from the outside to the inside. The damage found compromised the device's sterility. In addition, a tyvek was received along with the device. Upon visual inspection, damage was noted on the tyvek; it was noted to have a hole, and the hole was noted to be from the outside in. The damage found compromised the device's sterility. Due to the damages found on the tyvek, a possible cause for these conditions is due to improper handling during transit or storage. It is possible that the damage on the handle shrouds was due to improper handling of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number c9ed88, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2024, d4: batch # unk, b3: event day and month unknown. Captured as 1/1/24. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot/batch number, c9ed88, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a nail from the shipping pallet had gone through a psee45a stapling box rendering the product un-sterile and not suitable for use. The staff noticed the nail upon attempting to unbox the product in the or and did not open the product for use on a patient. No patient consequence was reported.